Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: evaluation revealed that the black box shows evidence of a cs 054 error immediately following a cs 064 motor error on complaint date. Unexplained "por" events then followed after the clearing of the cs 054 error. Evidence of moisture contamination behind display lens and inside battery compartment. The pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and originating from below grip pad. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power or a cs 054 error" event was not duplicated during investigation. Leak test shows leak at battery compartment cracks. Removed pump case. There was evidence of moisture contamination throughout inside of pump including power pcb, motor circuit and transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.